Event description:
The complainant alleged that during incoming inspection of the device it would not charge and displayed a "discharge fault" and "defib fault 80" message. The complainant indicated there was no pt involvement with this reported malfunciton.